Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 30 mg/dl. The customer's blood glucose was 147 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the emergency medical services came to assist with the low blood glucose. The customer stated that they were wearing the insulin pump during the incident. The customer stated that the reservoir was showing more amount of insulin than as shown on the status screen. The insulin pump will not be returned for analysis.